Manufacturer narrative:
The reported adverse event was not believed to be caused by a device malfunction. The device was not returned to the manufacturer for investigation. The needle lot manufacturing records were reviewed, and no relevant deviations were noted for the needle batch.

Event description:
During a right lung cryoablation procedure, it was identified via imaging that the right lung was partially filled with blood following initial needle placement. The physician tried to proceed with the procedure, but the anesthesiologist noted that the patient's airway was obstructed. A break in the procedure was done to restore proper breathing. After proper breathing was restored, it was determined by the physician to not proceed with the cryoablation procedure, and the cryoablation treatment was cancelled. The patient was stable and recovered in pacu.

Manufacturer narrative:
Follow up with the sales representative noted that a blood vessel was struck during needle placement. Medical assessment from the manufacturer confirmed that this was related to the procedure. There was no indication of a device malfunction.

Event description:
This MDR is to document the follow-up and medical assessment performed by the manufacturer for the pulmonary hemorrhage event that was initally reported. Further investigation or follow-up is not planned for this complaint.